Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the down button did not work. The customer's blood glucose level was 7.7 mmol/l at the time of the incident. The customer reported that the insulin pump had issues with insulin flow blocked alarms. They were using different sites but still kept getting insulin flow blocked alarms. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer reported that pressing menu button takes them to the menu screen and using the up arrow allowed them to navigate screens. The customer stated that using the down arrow did not allow them to navigate screens. The insulin pump was neither dropped nor exposed to moisture. The customer stated that the block mode was inactive. The customer reported that an alarm was not in progress at the time the button was unresponsive. It was reported that the button was not unresponsive during an easy bolus attempt. The customer stated that the insulin exited. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no response from any buttons, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. Unable to verify insulin flow blocked alarm due to unresponsive buttons.